Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Analysis was performed by the bench repair technician who found that the device did not produce sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer to be returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time.